Event description:
When using abbott precision xceed pro v 1.2, (B)(4), for bedside glucose measurements on pt, we obtained two falsely high values minutes before a laboratory venous-drawn specimen yielded a glucose value of 37 mg/dl. The pt was tested with the bedside meter at 18:26 and a value of 207 mg/dl was obtained. The same meter was uses to check the pt again at 18:53 and a value of 271mg/dl was obtained. The laboratory was then called to draw the pt at 18:55 in a heparin plasma separator tube and that value was 37 mg/dl - that value was reported at 19:13. Pt was treated off of the lab value not the meter. Pt's hematocrit was 33 which is within range, they are hypoglycemic, their mcv was 68.7. The package insert does not have any of the conditions under limitations of the procedure. We are concerned with the meter because it should have been able to read the correct result on the instrument. Strip lot used is 44215h. Controls pass and our calibration and correlations are fine. Abbott was informed of this incident on (B)(6)2010. (B)(4)